Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 02:00 am, the patient woke up and the cgm reading was 180 mg/dl. The patient went back to sleep but woke up several times during the night to go to the bathroom. A few hours later, when the mother woke up, a fingerstick was taken and the cgm reading was 180 mg/dl, and the blood glucose reading was 390 mg/dl. The mother treated with 3 to 4 units of insulin via the pump. The mom also tested his urine for ketones and found a large number of ketones. The cgm sensor was replaced. Later that day, the patient had a scheduled medical appointment. While at the hospital, he started vomiting and was immediately rushed to the emergency room (ER). The patient would have experienced diabetic ketoacidosis and was treated with intravenous insulin and saline, insulin via injection, and zofran for the nausea. No specific readings were reported from the hospital, but both the cgm and blood glucose reading would have been around 200 mg/dl. The patient was discharged after 12 hours, and even though they were feeling tired, they were feeling better. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.